Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and mild tortuosity in the left anterior descending artery. Following atherectomy, a 3.50 x 18 mm xience sierra stent delivery system (sds) protective sheath was removed without resistance and the sds was advanced to the target lesion; however, resistance was noted with the guiding catheter. On attempting to deploy the stent of the sds, the balloon ruptured on the first inflation at 4 atmospheres and the stent failed to expand. The sds [and stent] was simply removed without any resistance. Another xience sierra was used to successfully complete the procedure. It was suspected that the resistance inside the guiding catheter was the reason why the balloon rupture occurred. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance, the reported material rupture and the reported activation failure including expansion failures were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the noted stent damages (flared struts, stent implant overlapped) thus resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy and/or interaction with the compromised stent resulted in the noted balloon damages (scratches and peeling material) thus resulting in the reported material rupture and the reported activation failure including expansion failures as the compromised balloon was attempted to be inflated. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.